Event description:
Patient reported left side "there was no rupture but there were other issues". Patient later reported "body did not accept it," "not comfort" and "hard". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of device incompatability and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: device incompatability, foreign body reaction.